Event description:
It was reported that the pt experienced a loss of stimulation and low back pain. It was also noted that the stimulator was not working well for her right lower extremity pain, and pain had worsened over the past three months. The implantable neurostimulator (ins) was noted to have a low battery (normal battery depletion). The pt was taken to surgery for ins replacement. Intraoperative testing noted high impedance and no paraesthesia with reprogramming. There was determined to be a lead fracture. The extension and lead were also replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies; output and telemetry were ok, the battery was near assumed normal end of life. Final device analysis of the extension revealed no anomaly found, the extension was functionally ok. Final device analysis of the lead revealed multiple conductors/wires were broken. The #1 and #3 conductors were broken 17.3 cm from the distal end. All found connectors were crushed. It was also noted that the outer insulation was broken at the #0 connector but joint.